Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited, "cassette locked but had not locked error." There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the latch lock doesn¿t recognize when it¿s locked confirmed through incoming inspection. Upon further investigation, found air in line sensor was damaged and not functional replaced air in line sensor and latch lock sensor. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.